Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus (B)(4). The inspection by (B)(4) confirmed followings; the adhesive around the objective lens and the light guide lens was porous. The adhesive on the bending section rubber had peeled off. There was a foreign object under the forceps elevator. It is a MDR reportable malfunction. Then, (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the device. All channels: coagulase negative staphylococci (1 cfu). Distal end: coagulase negative staphylococci (2 cfu). The testing result cleared the (B)(6) guideline. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the event that the culture result was positive was caused by followings; there was a difference in the reprocessing method between the user facility and olympus. Bacteria were contaminated during culture test sampling. In addition, omsc also assumed that foreign matter under the forceps elevator was caused by a difference in the reprocessing method between the user facility and the instruction manual of the device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The customer said that a third-party analysis confirmed the following: there were black spots inside the channel. The third party said the spots were probably biofilms. There was a slight scratch on the instrument channel. There were orange or yellow spots on the metal in front of the instrument channel. This showed a biofilm. The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021]: unspecified channel: escherichia coli (150 cfu). [Second time; (B)(6) 2021]: unspecified channel: escherichia coli (the quantity was not reported, but it was large.). [Third time; (B)(6) 2021]: unspecified channel: candida albicans (8 cfu). [Fourth time; (B)(6) 2021]: unspecified channel: candida albicans. The user facility has switched to using drying cabinets. [Fifth time; (B)(6) 2021]: unspecified channel: enterococcus faecalis and candida krusei (total was 84 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators rapidaer, using peracetic acid. The customer also reported that the customer used onelife's enziqure as a detergent for the reprocess. The customer said the automated endoscope reprocessor couldn't fully reprocess the device. There was no report of infection associated with this report.